Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the check valve were defective. Additional malfunctions include the pm kit was dirty, the zip ties were leaking, and the sieve beds had low o2.